Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site and ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 to replace the ipg and leads. It is unknown which lead caused the ineffective therapy. Therapy was restored post-operatively.